Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead could not reach the target position and the right ventricular (rv) lead threshold and sensing was not ideal. The leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.